Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the final investigation. Updated fields: h2, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: failure of the universal cord and light guide bundle. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.

Manufacturer narrative:
Full e1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: purple screen and the light guide bundle in insertion section was slightly interrupted, weakened and worn. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction and purple image: cause traced to component failure of the universal cord. In regard to the other identified malfunction, the cause was traced to component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic's screen became noised. The issue was found during inspection for use. There were no reports of patient harm.